Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. After analyzing the instrument, the cse ran quick check, which passed. The cse reviewed the instrument data and observed aliquot probe errors and level sense issues. The cse found residue on the drip trays and, on the aliquot probe nut and housing. The cse replaced the aliquot probe and aligned it. The cse ran system check again, resulting satisfactory. The cse ran quality control (qc), and obtained aliquot drain overflow errors. The cse styletted the aliquot drain and ran quick check. The cse then primed the aliquot probe and drain and realigned the aliquot probe. The cse reran quick check and qc, resulting satisfactory. The cause of the discordant, falsely low vancomycin result is unknown.the instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s) who questioned it. The sample was repeated on an alternate instrument, resulting higher and matching the patient's clinical history. The alternate instrument result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.